Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, after getting off the machine, the patient complained of chills and fever. The body temperature was measured at 37.3, the blood pressure was 120/70mmhg, and they considered the catheter blood flow related diseases. It was reported that the following preliminary action was done, blood culture, blood routine, crp(c-reactive protein test), saa (serum amyloid a), 0.9% sodium chloride 100ml, amoxicillin and clavulanate potassium 1.2g for injection, micro pump injection for 4 hours and the tube was sealed. Then it was found that the patient caused the catheter infection and had nothing to do with the catheter. It was also stated that it was verified on the tracker sales record that this model was not sold at this hospital. The patient infection has been controlled and the current dialysis treatment is normal.